Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
The patient reported that in 2009, she received an e4 (occlusion) error that she was able to successfully clear. She later found a small air bubble in the infusion tubing and she disconnected from the infusion site and primed the air from the system. Later in the day, her blood glucose elevated to 24 mmol/l (432 mg/dl) and she was vomiting. She injected insulin via pen and her blood glucose lowered to 13 mmol/l (234 mg/dl). Upon follow up at about 3 days later, the patient stated that she changed her infusion site after the initial report and her blood glucose lowered to 5.8 mmol/l (104 mg/dl). She stated that she believes her basal rates need to be adjusted and she has been in contact with her diabetes educator. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.